Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Caller reported blood glucose results of 11.7 mmol/l on mobile system, 5.6 mmol/l on aviva system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.